Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the cutting washer visually confirmed? Was a leak test performed? If so, what was the result? How many days postoperative did the leak occur? What was observed at the site of the leak/fistula upon reoperation? How was the leak addressed? Were there any issues noted with staple formation at any point throughout the care of the patient? Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? What is the current status of the patient? Is the device available for return?

Event description:
It was reported that during a laparoscopic rectosigmoidectomy procedure. The circular stapler was opened and used according to the intended orientation, without interference in the trans operative. According to the report made by the surgeon, in the course of the days patient presented abdominal discomfort, the same was submitted to the procedure of exploratory laparotomy where the fistula was diagnosed in the anastomosis. After this intervention, the patient did not present any more complaints.